Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 16 synergy¿ stent was introduced into a guide catheter to treat the target lesion; however, it was noticed that the shaft was broken. The device was removed from the patient's body and the procedure was completed with another synergy¿ stent. No patient complications were reported.